Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation confirms the screw is completely broke and there is a crack diagonally along the length of the screw. The threads of the screw were examined, and it was found to be distressed, which indicates that the failure happened during insertion. No other anomalies were found with the screw. Possible root causes could be that the patient had hard quality bone, and the user did not notch before inserting the screw. For hard bone, notching and tapping is required. Other than this possibility, we cannot discern a root cause for the reported failure. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this batch of devices that were released to distribution. A non-conformance search was performed for this part- lot combination and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4). Initial reporter phone number: (B)(6). The expiration date is unknown.

Event description:
Physician reported that screw is broken. No additional details available.